Event description:
This product is used to prepare total parenteral nutrition solutions. Multiple bags that were made all leaked around seams near the administration ports. Awaiting return authorization.